Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -10.5/+1.0/110 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting and elevated intraocular pressure (iop). The patient did not want another lens implanted.

Manufacturer narrative:
Device was returned dry in lens case/vial. Visual inspection found the haptic bent. Dimensional inspection found the lens to be within specification tolerances. (B)(4).